Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed at the 6 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that PICC line was leaking from the insertion site. Inserted (B)(6) 2025 trimmed length 46cm, internal length 45.5 cm, external length 0.5 cm. Upon inspection of the line after removal, a fracture was found in the line at the 6cm mark when flushed. This would have been 5.5cm into her left basilic vein. The PICC line was cut around 0.5 cm by the doctor when he replaced the PICC over the guidewire. The exchange for the line was delayed due to patient availability and her work schedule. Unfortunately, from the time that the fracture was discovered in the PICC line (the fracture was not visible externally, but the saline flush leaked from the exit site), the patient did have a delay in her antibiotic therapy because she had no IV access. I believe the duration of her therapy was going to be approximately 8 weeks to start. The patient was receiving care from von. As soon as the leak was discovered they discontinued use of the PICC line. The 3m PICC securement was in place with an occlusive dressing. The measurements were unchanged from the initial insertion. The end of the PICC line was wrapped in gauze and secured again with an occlusive dressing.